Event description:
It was reported that the patient fell at home due to tumbling over something lying on the floor. The fall was not considered to be device related. During the fall, the patient's modular cable got caught and was severely damaged. Several cuts on the outer layer and parts of the inner layer were noted. The vad coordinator stated that the damage breached the armor layer. Modular cable was taped and an exchange was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was able to be confirmed. The modular cable (lot number: 8110417) was returned for analysis with tape around a tear in the outer layer. The modular cable was connected to the manufacturing test and was found to operate as intended. The modular cable was also connected and functionally tested with a test heartmate 3 system controller in the labs at abbott and was found to operate as intended. The tape was removed around the outer layer to expose the tear. The cable was cut open to inspect the condition of the underlying layers. The interior layers were in unremarkable condition as the tear was only to the outer layer of the modular cable. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the modular cable (lot number: 8110417) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.